Manufacturer narrative:
Accuracy testing was performed using an in-house retained sample of architect total b-hcg assay lot 57908ui00. No returns were made available from the customer site. All results met specifications indicating acceptable performance of this reagent lot. A review of field data for this reagent lot found no non-conformities when compared to other lots of this assay. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect total b-hcg assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The event involved one discreet patient sample suggesting a sample integrity issue.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.(B)(4). (B)(6).

Event description:
The customer reports that one female patient sample generated a false positive architect total b-hcg assay result of 538 miu/ml on an architect i2000sr analyzer. A second sample taken from this patient generated a negative result. The initial sample was therefore retested and this time generated a negative result (less than 2.0 miu/ml). There is no reported impact to patient management.